Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Only partial information was provided for the initial reporter . Model# was not provided.

Event description:
A health care professional from a chinese hospital called stating they received high out of range control results of 30.8 and 27.5mmol/l on the contour ts meter. The meter did not automatically mark them as control tests, which will be displayed as a blood result when accessing the meter's memory.. No adverse event was alleged. A new meter was sent.